Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found front cover to have stripped threads in screw hole. Device was powered on and tank was filled with water; unable to confirm the reported customer complaint. The float switch noted to function correctly. Device was alarming when the water level was too low.

Event description:
Information was received that device is not detecting water in device. No adverse effects reported.